Manufacturer narrative:
Additional information: the customer used contour next test strips from lot # 8gpeb03b during the event. Corrected information: have been updated to reflect the correct product details. Device manufacture date has been updated to reflect the correct device manufacture date based on the test strips information. Method code has been updated to reflect the correct information.

Manufacturer narrative:
The customer only returned the meter in question. The customer's returned meter was tested with the in-house contour next test strips from lot # 8gpeb03b and the results were acceptable. Corrected information: in some countries outside the us, customer information is not provided due to privacy laws. The customer's weight was not provided. The advocate stated that the event occurred a month prior to the date of call, therefore, event date captured as (B)(6) 2019. The model # was not provided.

Event description:
The advocate from (B)(6) reported that her son was in the hospital, due to an unrelated event. The advocate's son obtained a blood glucose reading of 17 mmol/l on a contour next link 2.4 meter. A retesting was performed with the hospital's meter and a reading of 8 mmol/l was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.